Event description:
Boston scientific received information that during the implant procedure, this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise. The noise was oversensed and resulted in multiple one beat drops in pacing. This device was not implanted and a new device was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. A review of a stored device electrogram indicated that the noise on the ventricular channel was consistent with a hole in the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.